Event description:
Patient presented to the physician with redness and itchiness at the chest incision site and pain in the chest. Physician brought the patient into the or and observed that the anchoring sutures had broken and the ipg had migrated. Physician re-sutured the ipg and closed.